Manufacturer narrative:
This lead has not been returned. This report will be updated if additional information becomes available or upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.